Event description:
The patient was revised because of loose tibial component at both interfaces, osteolysis, and poly wear of the insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial tray found evidence suggesting device loosening in vivo. The investigation could not draw any conclusions about the root cause of the tibial tray loosening. A complaint database search did not show any other reports against the lot codes. No evidence was found suggesting product error was a contributing factor to the device loosening and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.